Event description:
The customer reported via phone call that the customer received the motor error alarm on the insulin pump when attempting to deliver a bolus. The customer's blood glucose was 219 mg/dl. The customer was unaware of any significant events leading to the alarm. While troubleshooting, the customer was unable to complete the rewind sequence. The customer was advised that their insulin pump needed to be replaced. The customer disconnected the call before further steps could be taken. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.